Manufacturer narrative:
The reported 8mmx30mm biorci ha screw, used in treatment, has been returned for evaluation. Visual assessment of the screws confirmed the reported breakage. Approximately 3mm of the distal threads have been broken off and were not returned. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the correct prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an unknown procedure the bio rci screw broke into pieces. The procedure was completed with a backup device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.